Event description:
This device was explanted due to pain and tenderness at implant site since implant. New device was not implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the device was inspected,showing a normal device function while implanted and in service. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.